Manufacturer narrative:
Complaint conclusion: as reported, the sealant in a mynxgrip vascular closure device (vcd) was still attached to the advancer tube after removal of the device. There was no patient injury reported. The type of procedure the mynx vcd was used in was diagnostic coronary. The procedure used a retrograde approach. The patient was a female. The deployer was trained, not sure if certified. The sheath used was a non-cordis device. The puncture site was the right femoral artery. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual pressure with a duration of less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned for investigation. However, 8 sterile unused mynxgrip devices from the same lot were received for evaluation in the original sealed packages. Three samples were randomly chosen for visual inspection and no anomalies were observed. Balloon inflation and deflation testing was performed on the balloons per mynxgrip instructions for use (IFU). The balloons were fully inflated with water and pressure was maintained with proper functioning of the inflation indicator. Shuttle down procedure was simulated and the advancer tubes were properly engaged to the tamp locks as intended. All three devices passed the test and are deemed to meet specifications. A product history record (phr) review of lot f1827602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis, and it was not confirmed through analysis of the sterile device received as they passed visual and functional analysis. The exact cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced by the customer. However, procedural/handling factors are possible since there were no issues noted with the sterile devices. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If there was a failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the sealant sticking to the advancer tube. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant in a mynxgrip vascular closure device was still attached to the advancer tube after removal of the device. There was no patient injury reported. The device was clinically used. The device has been discarded. The type of procedure the mynx vcd was used in was diagnostic coronary. The procedure used a retrograde approach. The patient was a female. The deployer¿s mynx training status is trained, not sure if certified. The sheath used was a non-cordis device. The puncture site was the right femoral artery. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual pressure with a duration of less than 30 minutes. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s outcome/status after the mynx event is recovered. The device storage temperature did not exceed 25 °c. The balloon was fully deflated after shuttling down. There was no over tamping. The deployer shuttled down completely.